Manufacturer narrative:
Concomitant medical products: my8060; mz9226; mz5307; 500ml baxter bag ref h938738, lot 60106901, exp 2020-12 exacta mix; 20ml syringe ref 70092121747, lot 10010843 exp 08/19/2018 0.9% nacl, therapy date: (B)(6) 2018. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported 3 leaking events that occurred on the same patient: first, the tubing leaked tpn at the maxzero¿ connection in which the maxzero¿ was changed without further complications. Second, the customer reported that the old intralipid tubing was used, and the end port was cracked and leaking. Tubing was changed to a new intralipid tubing set and there was no further leaking noted. Third, the tubing leaked pge at the maxzero¿ site in which the maxzero¿ was changed without further complications. The manifold had to be removed due to leaking. There was no report of patient harm.

Event description:
The customer reported 3 leaking events that occurred on the same patient: first, the tubing leaked tpn at the maxzero¿ connection in which the maxzero¿ was changed without further complications. Second, the customer reported that the old intralipid tubing was used, and the end port was cracked and leaking. Tubing was changed to a new intralipid tubing set and there was no further leaking noted. Third, the tubing leaked pge at the maxzero¿ site in which the maxzero¿ was changed without further complications. The manifold had to be removed due to leaking. There was no report of patient harm.

Manufacturer narrative:
Patient was an infant. Total concomitant products for this event are: 2432-0007, (3) mz 1000-07, mz 9226, mz5306, (2)20ml syringe, 60ml syringe, (2) non bd extension sets, non-bd set, 500ml baxter bag ref (B)(4) lot 60106901 exp 2020-12 exacta mix; 20ml syringe ref (B)(4) lot 10010843 exp 08/19/2018 0.9% sodium chloride, quest medical model 95702, smiths medical model 448hl60, the customer report of leaking events was confirmed. Visual inspection of the set noted no discernible signs of damage or abnormalities. Examination under magnification observed a microchannel/scratch within their interior diameter and a second observation was from a valve component attached between a non-bd extension set and non-bd bifuse extension set in which a crack was observed running along one side of the top of the valve component and continuing along the threads of the valve. Functional and pressure testing confirmed leaking from the tops of three maxzero valve components. The root cause of the observed leaks were identified as the following- microchannel/scratch within the interior diameter of maxzero valve components in which the root cause of the microchannel, which creates a fluid path, is due to an equipment error during the inspection and testing process during final assembly of the maxzero component; and a crack on the top of a maxzero valve component in which the root cause of the damage was not identified.